Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-00742. It was reported that patient experienced ineffective stimulation due to lead migration issue was observed. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time. It is unknown which lead migrated therefore both leads are being reported.

Event description:
New information received states that leads were explanted, and a new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.